Manufacturer narrative:
(B)(4). D10: unknown cup unknown . Unknown depth gauge unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02438. 0001825034 - 2023 - 02440. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product information or medical records were provided. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the g7 cup implant became stuck on the handle and could not disengage from the inserter. The tip of the depth gauge was broken off. It was reported that no further information is available.